Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, 9.0/1.0/092 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to low vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3- device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage. Dimensional inspection found lens within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- "on (B)(6) 2020 the lens was explanted due to low vault" should be in the initial MDR. D7- "(B)(6) 2019" should be "(B)(6) 2020" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- result code should be 213 in previous MDR h6- conclusion code 4310 should be in the previous MDR. Claim# (B)(4).